Event description:
Monitor possibly contributed to prolonged hospitalization. Mother with high risk due to preeclampsia, was on pitocin and mgso4 IV's ongoing. External fetal monitor indicated decelerations. Iupc placed on and iupc cable switches not connecting well, adjusted, epidural placement done; machine appeared to be skipping when marking fhr. External monitor reapplied and different fhr obtained; nursing interventions performed due to fhr. A second internal monitoring unit was obtained and non-reassuring fhr was confirmed; c-section performed.